Event description:
A voluntary medwatch (mw5102900) was received by the manufacturer. The complaint alleges the patient had sudden cardiac event which resulted in hospitalization. The patient expired. The manufacturer is submitting a final report as there is no additional information regarding the serial number of the ventilator as well as no contact information for the initial reporter. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.